Event description:
Arjo was notified of an incident involving a carevo shower lift trolley. It was reported that a patient was turned onto their left side so that the caregiver could position the sling. At that moment, the side support of the carevo opened, and the patient fell. As a result, the patient sustained a broken nose and required sixteen stitches. It was also indicated that several lateral mobilizations had been performed before the fall. The device was subsequently inspected by an arjo technician, who found no malfunction that could have contributed to the event. According to additional information received, the caregiver had closed the side support with one hand while the patient was already positioned in the carevo. In this situation, only the handle located at the foot end can engage properly, making it possible for the patient to accidentally open it with their foot while lying on their side. Furthermore, the patient¿s legs were outside the carevo, and it is likely that she may have touched the handle with her heel.